Event description:
Additional information received indicates that the physician alleges premature battery depletion on the device. The patient is stable.

Manufacturer narrative:
Additional information: d10, h3, h6 the device was received with voltage at end of life level. The device image showed that the device was in backup vvi mode due to single bit flipped in memory consistent with low battery voltage fluctuation. Analysis performed after installing a new battery showed normal device function. The device met the projected longevity and is considered as normal battery depletion. The customer complaints of loss of pacing and premature battery depletion were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the patient present with syncope. The device was found to be at end of life (eol) and was not providing low voltage (lv) output as a result. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.